Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic tep inguinal hernia repair using the trocar balloon, the valve seal disengaged, leading to a rapid loss of abdominal pressure. As the mesh was being placed through the port, the grey seal came completely loose. The surgeon was able to reattach the grey seal after placing the mesh through the port using instruments including forceps and artery clamps. There were no components that fell into the patient's cavity and no patient complications have been reported as a result of this event.